Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they dropped the insulin pump in water. Customer's blood glucose reading at the time of the call was 124 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics, vibrator, and battery tube assembly during the visual inspection. Moisture damage was found on the motor assembly. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, cracked and scratched reservoir tube window, and cracked reservoir tube.